Manufacturer narrative:
Report number: 1038671-2024-03380 g4: 510k is unknown due to the specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03380. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 18 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. The patient experienced metal related pathology, osteolysis, pain and emotional changes. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.